Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation, infection, damage to surrounding bone and tissue, and lack of mobility.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 6/30/15-pfs and medical records received. A doi was provided. After review of the medical records for MDR reportability, the part/lot is being updated. It should be noted that the doi of (B)(6) 2009 is a revision from a previous failed hip. At this time it is unknown the manufacturer of the products involved. The complaint was updated on:7/22/2015.